Event description:
It was reported that entrapped on guidewire occurred. An angiojet spiroflex was used to treat the lesion. The catheter was successfully used for two passes, on the third pass the wire and catheter became stuck. Both the catheter and wire were removed. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
D4 - lot number: lot number is either: 24544997, 24478015, and 24193451. Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system with an unknown guidewire inside the wire lumen. The guidewire was kinked and protruding from the exit notch and the tip of the spiroflex catheter. The unknown guidewire was measured and confirmed to be a .014" guidewire. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Visual inspection of the device revealed that the catheter had numerous kinks. The exit notch was found to have been torn and the outer shaft was buckled 8cm - 9cm distal of the exit notch and stretched 13c, - 14cm distal of the exit notch. Microscopic examination revealed that the inner wire lumen was buckled 18cm - 25.5cm distal of the exit notch (ended at the shaft/tip transition). An attempt to remove the guidewire from the catheter shaft was unsuccessful due to the buckled wire lumen. The damage to the shaft and wire lumen is consistent to damage caused by resistance with the guidewire during advancement or use of the catheter during the procedure. As the guidewire also was also kinked, this is another indication that there was resistance between the catheter and wire.

Event description:
It was reported that entrapped on guidewire occurred. An angiojet spiroflex was used to treat the lesion. The catheter was successfully used for two passes, on the third pass the wire and catheter became stuck. Both the catheter and wire were removed. The procedure was completed with a different device. There were no patient complications reported.